Event description:
Event description guidant received information that the patient with this pacemaker, which has been in service for over 8 years, was admitted to the hospital due to syncope. The device was unable to be interrogated during an evaluation in the hospital.